Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Repeat testing was not performed. Beckman gene expert pcr confirmation testing was performed and generated negative results. The customer reported that the samples for the ID now covid-19 assay and the pcr test were collected at the sametime. The customer stated that on (B)(6) 2021the patient was asymptomatic when tested with the ID now covid-19 assay (19:22). The patient developed a fever (37.5c) and stomach pain. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m145270 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m145270, test base part number 190-430 / lot m145270. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m145270 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.